Manufacturer narrative:
The MFR was unable to conduct an investigation of the device because it was not explanted from the pt. The pt expired in 2009. The reported event could not be conclusively determined due to the device not being returned. A review of the device history records showed no deviations from mfg or qa specifications. No further info is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). Approximately 9 months post-implant, the pt's wife called the intensivist at the hosp to report that she had found her husband not breathing and with an active red heart alarm, connected to only one battery clip. It was unk if the heartmate battery was engaged into the battery clip properly. The pt was reportedly attempting to transfer from ac power via the power base unit (pbu) to battery power at the time of the event. The pt was pronounced dead by local ems.